Manufacturer narrative:
Retainer ring = missing. Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was broken. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.